Manufacturer narrative:
MDR 1649833-2016-70024 was originally submitted on 04/29/2016 via paper hard copy to the FDA. This individual is no longer employed with cryolife. A response was received from the FDA on 05/20/2016 requesting an electronic submission which is being provided now. See attachment for further documentation. Please also note that than an attempt to submit this MDR under the 1649833-2016-70024 number failed as it was stated that it was a duplicate report. In an abundance of caution it will be reported via 1649833-2016-00001. Valve found to function per specs. The leaflet malfunction was the result of external interference with leaflet motion, not from a defect within the valve. Review of the device history records showed the valve was build per specifications.

Event description:
After implant of the prosthetic aortic valve, and after the patient was take off the bypass, transesophogeal echo (tee) was used to verify proper function of the valve. A large pressure gradient was observed along with observing that a leaflet was not moving properly. The on-x valve was explanted and replaced to complete surgery. The on-x valve was returned for product evaluation.